Event description:
Please note the implants could not be examine today for confirmation of the sizes, lot/batch/exp: na. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? Yes, the patient was revised today was the product being used in a clinical trial? No. Event outcome/how was it managed? Revision of acetabular liner and femoral revision head. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Patient impacted by having revision surgery has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes, from 23rd march 2022. Please give a detailed explanation of the event: patient had total hip replacement surgery in (B)(6) 2020. Patient check x-ray in (B)(6) 2021 showed correct anatomical placement of the shell and liner. The patient reported a ¿jolt¿ to the hip in (B)(6) 2022, and further described this as having ¿turned the leg into an unusual position which resulted in pain¿. The patient has been mobilising since with some complaint of pain. There was evidence of some metallosis shortly after skin incision, the acetabular liner had not dislocated from the acetabular shell and the ceramic head showed significant wear. It was necessary to use a saw to make a cut on the liner for the purpose of levering the liner to dislocate the hip and remove the head. The consultant examined the liner after removal and felt the wall of the liner had been worn considerably and ¿had thinned¿.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Based on the xray image and visual examination of the returned liner involved in this complaint, it can be determined that the poly liner underwent a disassociation event from the cup. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the xray image and visual examination of the returned liner involved in this complaint, it can be determined that the poly liner underwent a disassociation event from the cup. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.